Manufacturer narrative:
Final analysis found that the distal insulation was abraded at 26.0 cm from the connector pin, due to pressure from suture sleeve tie down.

Event description:
It was reported that the right atrial lead exhibited impedance less than 100 ohms and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.